Event description:
(B) (4) clinical study. Same case as 2134265-2010-02068. Same patient as 2134265-2009-02901. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesion being treated was a 2.5mm, 90% stenosed, 15.0mm long portion of the proximal circumflex (prox cx). The physician then successfully placed a taxus 2.5x16mm balloon at 14atms. Ivus was performed using a 2.5x16mm (pre-dilatation balloon) and taxus 2.5x16mm balloon at 14atms. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow 3. The patient was discharged 2 days later on panaldine and aspirin. In (B) (6) 2009, a 3.5x16mm taxus express2 stent was implanted in the prox cx to treat 99% restenosis. In (B) (6) 2009, the patient again experienced restenosis of the left main and cx. Two non bsc stents were used for treatment. A 3.5x8mm stent was implanted in the lmca and a 3.0x13mm stent was implanted in the prox lcx. The distal cx was treated with balloon angioplasty. The patient was discharged 2 days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).